Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the patient had a yeast infection that they were treating with antibiotics. The patient stated that they were allergic to the antibiotics which made them void more. The patient also mentioned that they had back pain that they were given pain medication for. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported that they stopped tracking for a few days because they had signs of a yeast infection. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the yeast infection had been resolved by the antibiotics. When asked if the cause was determined, and if the yeast infection was related to the device the healthcare provider replied "no". It is unclear what was meant by the response. No further complications were reported.